Event description:
The customer reported that the system displayed an overload fault error message. This error may result in a system to shutdown. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service engineer was unable to identify any signs of arcing. However, the high voltage supplies were lubricated aws a precaution. The system was found to be operating as intended.